Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 11 months. Upon disassembly of the returned pump, examination of the blood contacting surfaces found depositions situated on the blood-contacting surfaces of the outflow graft and outflow elbow. Although specific causes for their development could not be conclusively determined, the depositions appeared to have developed in these areas. Examination of the rotor revealed a non-laminated deposition situated on and in between the blades of the rotor. The structure of this deposition and lack of laminated layering suggested that it did not form in this location. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found that would have contributed to the formation of the depositions. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a routine transplant. During the manufacturer's investigation of the returned pump, depositions were found.